Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/18/2025, a sales representative reported via phone that an ar-3642sp knotless 2.6 fibertak® double loaded w/ #2 kl repair sutures were damaged. This was discovered during a rotator cuff repair on (B)(6) 2025. The repair suture and loop suture were found to be intertwined, and the suture would not shuttle. The anchor remained in the patient, and the sutures were removed. This resulted in a 15-minute delay.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.